Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician observed a high ventricular impedance (>3000 ohms) in unipolar and bipolar modes. During the intervention, the lead was tested but no anomaly was found; thus, the physician suspected an abnormality at the connector level. The device was explanted and returned for analysis.